Event description:
It was reported that during intra-aortic balloon (iab) therapy, a series of auto-fill failures occurred. Though there was no particular abnormalities in the iab or console, both were replaced to successfully continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a series of auto-fill failure alarms occurred. It was noted that the augmentation level of the console was likely to be decreased by either a physician or a medical engineer during autofill after start key was pressed in order to initiate pumping. Though there was no particular abnormalities in the iab or console, both were replaced to successfully continue therapy. There was no patient harm or adverse event reported.